Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes high lead I mpedance, capture and sensing anomalies and first rib/clavicular crush.